Event description:
It was reported that during an abdominal wall drainage procedure, removal difficulties were encountered. The .035 amplatz super stiff (ss) guide wire was introduced into a non-bsc catheter without difficulty. Following placement of the drainage catheter, over the guide wire, the guide wire was unable to be removed. The physician removed both the catheter and the amplatz ss guide wire together from the patient. The procedure was successfully completed with an unspecified guide wire. No patient injury or complications were reported. The patient's condition was reported as "stable."

Manufacturer narrative:
(B)(6). (B)(4).